Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the ratcheting mechanism of a ratcheting handle was not working correctly during a routine inspection. There were no patient or surgical impacts.

Manufacturer narrative:
UDI: na. Additional information: (methods, results, and conclusions) - the returned ratchet handle was evaluated. The ratcheting mechanism was found to ratchet in both directions; however, the movement was rough and required greater than usual force to operate. Inspection of the ratchet mechanism found rust and a broken sst ball lodging in the bearing. It is likely that repeated washing and sterilization cycles over the lifetime of the device caused the rust and subsequently the ball to break. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the ratcheting mechanism of a ratcheting handle was not working correctly during a routine inspection. There were no patient or surgical impacts.